Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patients anatomy likely contributed to the event. Despite the absence of relevant issues, and no anatomical or procedural complications, it is reported that the patient presented a short posterior leaflet in the p2 region. As per medical opinion, the slda is attributed to this root cause. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein where two devices were implanted. Approximately five months after the procedure, a late slda of the second device occurred. During the index procedure there were no issues and no anatomical or procedural complications. The mitral regurgitation (mr) was reduced from severe to mild. At the time the slda was identified, the mr was back to severe. A reintervention was performed, during which a pascal precision ace device was implanted medial to the sdla device, reducing the mr to moderate. As per medical opinion the slda was attributed to a short posterior leaflet in the p2 region.